Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm within several seconds. There were no complications reported and the patient was stable post procedure. The procedure was completed with another peripheral cutting balloon. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. An examination identified a balloon longitudinal tear beginning approximately 6mm distal of the proximal markerband and extending approximately 9mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm within several seconds. There were no complications reported and the patient was stable post procedure. The procedure was completed with another peripheral cutting balloon. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).